Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the mobile power unit was found to pass all manufacturing and qa specifications. The mobile power unit (mpu) was returned for evaluation with the reported event of low flow, low speed, and pump stop alarms. A log file was submitted for review. A review of the submitted log file showed events spanning approximately 25 days (11aug2020 ¿ 05sep2020 per time stamp. On (B)(6) 2020 between 20:23:51 ¿ 21:15:12, low speed and pump stops were captured while connected to the mpu. These alarms continued while connected to the mpu on (B)(6) 2020 between 19:38:08 ¿ 20:51:53 with the addition of low flow alarms. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. The mpu was returned for analysis to the european distribution center (edc) and was evaluated and tested. The mpu powered on as intended and a functional test was performed. The mpu functioned as intended. The reported event of pump stops, and low speeds was not able to be reproduced. The mpu was cleaned and preventative maintenance was performed. The mpu was returned to the customer. The reported event was unable to be correlated to an issue with the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital because there were alarms on their mobile power unit and not on their battery. The patient went into the hospital and their history showed a pump stop and pump speed was not in the normal range when connected to the mpu. The device also had low flow alarms. Related manufacturer reference number: MFR # 2916596-2020-04480.